Manufacturer narrative:
Related reports: 9610612-2018-00536, 9610612-2018-00560, 9610612-2018-00561. Investigation: no product at hand. Therefore an investigation is not possible. Provided pictures show bone cement residues on the surface of both implant components. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: it is not possible to determine a conclusion and root cause of the failure. Rationale: due to the circumstances that we did not receive any devices for investigation, it is not possible to determine a conclusion or root cause. There are no indications of a material problem. According to the quality standard and DHR files, a material defect and production error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Associated medwatches: 9610612-2018-00520, 9610612-2018-00524 , 9610612-2018-00525, 9610612-2018-00526, 9610612-2018-00559.

Event description:
It was reported that the patient experienced postoperative septic loosening on the tibia and femur components. The patient had undergone initial total knee arthroplasty on (B)(6) 2015, and was revised on (B)(6) 2017 due to aseptic loosening. On an unknown date, the patient complained of a rigid knee with pain. On (B)(6) 2018, scintigraphy exam was performed and results showed aseptic loosening of the tibial and femoral implants. Further information on patient condition has not yet been received, however, a second revision was not reported. Operative reports, x-rays, and laboratory results have been requested. All medwatch submissions related to this report: 9610612-2018-00536 ; 9610612-2018-00560; 9610612-2018-00561.